Manufacturer narrative:
The motor device has received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence suggests this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the motor device ¿was not working.¿ it was unknown to the reporter whether or not the motor device was used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.